Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number updated from 8202542 to unk. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sutures were difficult to remove from the guide of the proglide device. The sutures were cut and the device was removed. The sutures of another proglide device were successfully replaced. The sheath was upsized to 16f and the tavr procedure was completed. The successfully replaced sutures were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.